Event description:
Information was received from a consumer and a healthcare provider via company representative regarding a patient receiving morphine 7.5mg/ml at 0.3mg and bupivacaine 15mg/ml via an implantable pump. The patient reported they had large reservoir discrepancy (too much) at their refill, the reporter was unaware of date. The patient also stated she had increase pain (unaware of date). The physician reported there was a dye study performed in the beginning of (B)(6) 2022 and an MRI of the catheter tip (unaware of date). No granuloma was found on MRI. Also catheter aspiration was unsuccessful at time of dye study so dye study was not performed. There were no environmental factors reported. The actions and interventions taken to resolve the issuewas the catheters were explanted and replaced. The physician also decided to place a new 8637-20 pump. Per the reporter, they had great csf (cerebral spinal fluid) with the new catheter. The issue was resolved at the time of the report and it was noted the healthcare provider would not have any furt her information regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2022. Product type catheter. Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2005 explanted: (B)(6) 2022. Product type catheter. Product ID 8598a lot# serial# (B)(4)implanted: (B)(6) 2008 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 07-sep-2014, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 14-jan-2007, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 19-jun-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.